Manufacturer narrative:
The device referenced in this report has not been returned to olympus for evaluation. If add'l info or if the device is rec'd at a later time this report will be supplemented.

Event description:
The user facility reported that during a laparoscopic hysterectomy the device would not coagulate. A second device was opened and would also not coagulate. Patient injury was reported, however, the customer would not provide details as to the extent of the injury. The procedure was not completed. Olympus followed up with the user facility to obtain add'l info but no further info has been provided.